Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was solid white. The patient's blood glucose at the time of incident was 106 mg/dl. During troubleshooting the customer stated that the device may have been bumped and smashed against something. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with partial white display with vertical colored line segments due to cracked lcd glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to partial white display. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly stained serial number label and slightly peeled end cap address label.